Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly the device was implanted on (B)(6) 2013. On the same day ventricular capture failure and irregular impedances were noted. On the day after a re-intervention was performed accordingly. During the procedure it was observed that the ventricular lead was loose and with intermittent contact. It was attempted to tighten the screw of the lead pin several times but the lead remained still loose and capture failure was noted. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.